Event description:
It was reported that the user discontinued the ilet pump and returned to multiple daily injections after experiencing repeated low blood glucose events, with the lowest recalled value of 55 mg/dl, and treated lows with oral glucose; the specific device problem and component could not be determined from available information. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.